Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the paint became chipped on the back of the pump, causing the customer difficulty with loading a cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a cartridge successfully and resumed delivery.